Event description:
It was reported that there was damage detected capping the lead and damage detected removing the lead. It was noted that an implantable neurostimulator (ins) was not implanted and a revision and replacement were done. It was reported that a new lead placement was done because, the existing implanted lead broke. It was noted that ¿there must have been a problem with the connection block and screw¿ of the ins. It was reported that the product issue was resolved and diagnostic testing or troubleshooting would be performed in the future. It was noted that there were no patient symptoms associated with the event, and the patient status was no injury. It was reported that the ¿old lead¿ had been implanted the ¿old-fashioned way¿ in an open procedure. It was noted that after it broke ¿because of a default of the new ins¿ the lead was not explanted because, it was sutured on the bone. It was reported that a new lead was implanted on the other side at the same level. It was noted that the ins was being changed due to end of service.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far and was cross-threaded.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.